Event description:
It was reported that during an eval conducted by a MFR field service tech, the saw heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The saw was evaluated by the MFR, and the overheating complaint was confirmed. Visual inspection revealed that the sag head was disassembling, which resulted in heat generation when the saw was operating. Additionally, corrosion contamination was discovered within the motor assembly. The device was repaired and returned to the user facility.